Event description:
It was reported that an ilet user observed unexpected battery depletion overnight, initially perceiving a drop from full charge to zero, while the device remained powered on and blood glucose control was unaffected. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and uninterrupted therapy. Investigation included review of uploaded device logs and user interview. Investigation of this case revealed that the device had been charged to approximately 60 percent prior to the overnight period and that the observed discharge of about 40 percent was consistent with expected battery performance, with no associated alerts or alarms. It was concluded that the device functioned as intended and that no device malfunction occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.